Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead was positioned multiple times but exhibited high impedances and high thresholds. The lead was removed and replaced. No patient complications have been reported as a result of this event.